Event description:
The patient had a PICC line inserted and one day later, patient had sharp patient in right upper chest. X-rays and CT scan showed foreign linear metallic body lodged in r lower lung. A pulmonologist and vascular surgeon were consulted; options were discussed with patient and metallic body left in patient.